Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."

Event description:
"On (B)(6) 2011 at the (B)(6) hospital in (B)(6) it was reported that the hcu 30 serial number (B)(4) displayed error 1004 intermittently during cooling and re-warming at both cardioplegia and patient side. (B)(4).